Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and power on self-test were performed. During the power on self-test an f-38 alarm was identified. The alarm was caused by damaged force sensing resistors (fsrs). The fsrs were replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced an f-38 alarm (malfunction in tube misloading detection circuitry) on a flogard infusion pump. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.